Event description:
"."

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient called in regarding a supply bag blocked alarm while in dwell 2 of 5. The patient stated last night when they removed the cassette from the previous therapy they noticed fluid leaking inside the pump door and there was a pin-hole at the back of the cassette. Additional information was solicited but was unavailable.